Event description:
The abutment broke off at the ball part and was discarded. Complainant reported no patient impact, however according the complaint, the implant was removed, necessitating medical intervention.